Event description:
It was reported by the funeral home director that he had a generator to return from the deceased. He did not know the cause of death. The explanted generator as well as a small portion of the lead was returned and they are currently undergoing analysis. An internet search found the patient's obituary that indicated the date of death. Follow-up with the neurologist's office found that they were aware of the patient's death but did not have a cause. Follow-up with an hospice indicated in the obituary indicates the patient was at their facility for lung cancer, however, it is unknown if this was the cause of death. A copy of the patient's death certificate has been requested, however, it has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that that the patient had died on (B)(6) 2010 due to causes of malignant neoplasm of bronchus or lung, unspecified and other ill-defined and unspecified causes of mortality. Underlying cause of death was malignant neoplasm of bronchus or lung, unspecified. There is no allegation or other information indicating that the death is related to vns.

Event description:
Additional information was received indicating the death certificate will not be provided. Analysis of the returned lead and generator has been completed. Almost all of the lead was not returned except for a small portion of each connector boot. The lead pins were returned in reverse order however it is unknown if this resulted in any issues. Analysis of the generator found it performed to specifications and no anomalies were observed.